Manufacturer narrative:
H2) correction: d4 model number corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have cassette not attached alarm in the ehl. When the 50 ml cassette was attached and the latch handle was in the closed position, the reported issue alarmed. An occlusion test was performed, and the downstream occlusion (dso) sensor was found to be failing. The cause of the customer reported issue was the faulty dso sensor. Service history review identified the device was last serviced in june 2023. The manufacturer representative replaced the dso sensor assembly, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no cassette detected. There was unknown patient involvement.